Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking during priming. The leak was detected in the middle port of the three ports on the set. The port was capped to stop the leaking. The issue occurred immediately after removing the set from its packaging during priming with 5% dextrose in water and half-normal saline with 20 meq of potassium. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage under water was performed and found a leak at the second y-site. The reported condition was verified. It was concluded the leak occurs at the tubing chamber joint segment. The cause was a manufacturing issue, incorrect handling of materials during automated assembly. Should additional relevant information become available, a supplemental report will be submitted.